Manufacturer narrative:
Philips service replaced the fan and dcps tray, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system not booting due to defective fan and dcps tray on a azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.